Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during fill 2 of 4. The caregiver (cg) stated that this was the first time they had used luer lock connectors and the home patient (hp) did not connect the heater bag properly. The line became disconnected causing the error. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the registered nurse (rn). The rn confirmed that the home patient (hp) left the connection loose and the lines disconnected. The rn stated the hp did not have any injury or medical intervention from this incident. There were no further details.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed. The cause was a loose connection. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.